Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient is non-responsive after suffering a massive stroke/seizure and is believed to be dying. The physician declared do not resuscitate. A system check found occasional right ventricular (rv) loss of capture. The rv outputs were programmed to maximum outputs. No additional adverse patient effects were reported.